Manufacturer narrative:
(B)(4); following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) was unsuccessful. A boston scientific field representative and technical services (ts) consultant worked to establish a successful interrogation via a magnet reset; however, it was then multiple fault codes were exhibited. At this time, root cause of the malfunction is unknown. A recommendation has was provided by ts to replace the device. Subsequently, the device was explanted and is intended to be returned for laboratory analysis. Replacement was reported with another boston scientific sicd device.

Manufacturer narrative:
Correction: this report is being file to correct the previously reported explant date. (B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the device was visibly swollen. The outer case was then removed, no visual irregularities noted however, a burnt smell/odor was present. Engineers confirmed the returned unit exhibited no telemetry. Analysis of the high power hybrid, identified a shorted component of the high voltage shock output source. The plastic assembly frames and grounded liners were removed from the case. The liner for the case front exhibited dried residue. Analysis of the dried material confirmed a composition of dried body fluid. Exhaustive testing was unable to determine the body fluid point of entry; however, a premature battery depletion and interrogation anomalies, were confirmed via returned product testing.

Event description:
Boston scientific received information that during a routine follow-up, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) was unsuccessful. A boston scientific field representative and technical services (ts) consultant worked to establish a successful interrogation via a magnet reset; however, it was then multiple fault codes were exhibited. At this time, root cause of the malfunction is unknown. A recommendation was provided by ts to replace the device. Subsequently, the device was explanted and returned for laboratory analysis. A pre- explant interrogation again illustrated a system fault code and an eri battery indicator. Replacement was reported with another boston scientific sicd device and the explanted unit returned for laboratory analysis.